Event description:
Customer reported a button error alarm that he can not clear. Customer also reported that he was jogging when he received the button error alarm. Customer is advised to revert to back-up plan while his insulin pump is being replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.